Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, end cap broken off and cracked battery tube threads. Unable to performed displacement test due to end cap broken off.

Event description:
The customer reported via phone call that the plastic casing on insulin pump near drive support cap was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had delivery anomaly. The customer reported that insulin came out of the side of the insulin pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.